Manufacturer narrative:
On 9-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve of the vizigo sheath did not work properly causing bleed back. The dilator of the vizigo sheath would not advance into the sheath. The sheath was replaced and it was then reported that the valve of the vizigo sheath did not work properly causing bleed back. The caller replaced the sheath again and the case continued without patient consequences. The root cause of the issue was sheath related, carto 3 system is operating per specs. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to a cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed for the finished device 50000025 number, and no internal actions related to the complaint were found during the review. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve of the vizigo sheath did not work properly causing bleed back. The dilator of the vizigo sheath would not advance into the sheath. The sheath was replaced and it was then reported that the valve of the vizigo sheath did not work properly causing bleed back. The caller replaced the sheath again and the case continued without patient consequences. The root cause of the issue was sheath related, carto 3 system is operating per specs. The case continued without further incident or harm. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).